Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that ring was damaged but they were unsure if reservoir was still able to lock in place. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.